Event description:
The device was used during a laparoscopic inguinal hernia repair procedure. Reportedly, the instrument jammed. The surgeon applied another device to completed the procedure. The hosp had reported no pt injury occurred.